Manufacturer narrative:
The customer biomed tested the device after the event and could not find any issues with the pacer detection of the command module. A database including the patient waveform was requested to evaluate the artifact present at the time of the reported event. At this time the database has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that a critically ill patient that overdosed on calcium channel blockers and a transcutaneous pacer was admitted to a bedside monitor. The pacer detection of the module was turned on, however, there was still significant artifact seen on the module. A transvenous wire was placed and the customer stated that the interference impacted the clinical staff's ability to confirm pacer functionality.

Manufacturer narrative:
Clinical access retrospective data was reviewed and confirmed that there was significant artifact on the ECG signal that displayed as multiple pacer spikes. The frequency of the pacer spikes indicates that the interference was due to an unknown external device.